Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 420 mg/dl. The customer addressed the elevated blood glucose level by administering a correction bolus through the pump. The customer then changed the infusion set and cartridge, and resumed insulin use. There was no need for third-party assistance.